Event description:
A hemodialysis inpatient user facility was reported that during treatment, an external blood leak occurred. Blood was visually observed leaking from the hansen port. Test strips were used to confirm and the machine alarmed. Estimated blood loss was 250ml. The pt had no adverse effects and no medical intervention was required. The pt completed treatment with a new set-up. Sample has been returned to MFR for eval.

Manufacturer narrative:
The device was returned to the MFR for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.